Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low readings and excessive no delivery alarms. The customer's blood glucose value was 600+ mg/dl. The customer treated with manual injection of 14 units. The customer stated that she woke up with blood glucose of 46 mg/dl. The customer stated that she has been through 6 complete sets. The product was returned for analysis.